Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 350 mg/dl at the time of the call. The customer was given insulin to treat. The customer experienced symptoms such as abdominal pains, nausea, and skin paleness. The customer was wearing the insulin pump during the incident. The customer reported constant motor error alarms even after pump rewind was completed. Troubleshooting was not completed for the high. The insulin pump will not be returned for analysis.